Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that surgeon revised pt's right rejuvenate hip, due to pain and elevated cobalt levels. Replaced with exeter system. Sales rep will provide x-rays, pre and post op notes, lab report and implant sheets.